Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy.  The patient was hospitalized the same day. The patient was treated with injection fortum (250 mg, once daily, intraperitoneally), injection reflin (250 mg, once daily, intraperitoneally) and injection ciplox (100 mg, once daily, intraperitoneally) for the peritonitis. The cause of the peritonitis was unknown. At the time of the report, the patient remained hospitalized but was reported to be recovering from the peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Further description of the solution in use was received. On an unreported date, the patient was given fluconazole (dose, frequency and route not reported) for tb peritonitis. On an unknown date, the patient was withdrawn from dianeal therapy. On an unreported date, the patient's catheter was removed and switched to hemodialysis. On an unreported date, the patient experienced cardiac failure and later experienced cardiac arrest. Treatment for the cardiac arrest was not reported. The patient died due to cardiac failure and cardiac arrest while on hemodialysis. It was not reported if an autopsy was not performed. The patient had not recovered from the tb peritonitis prior to death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event of peritonitis was further described as tuberculous (tb) peritonitis. The outcome of this event was not reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.